Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found that the video connector socket was loose, causing no image. Additional findings include the following: the output socket was slightly worn, and the front panel was yellowing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if the user facility provides any additional information.

Event description:
The olympus equipment management agent reported (on behalf of the customer) that while using the video system center, there was an occasional lack of image due to aging and loosening of the identification bayonet. The issue occurred during the receipt inspection. There was no procedural involvement. There was no patient involvement in this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it was confirmed that image did not display due to video connector socket loosening. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.